Manufacturer narrative:
To whom it may concern: on (B)(6), 2019, balt USA received a complaint regarding the use of a single optima coil (6mm x 20cm complex soft coil). Details reported as follows: "the physician deployed a 6x20 complex soft coil in an aneurysm and repositioned numerous times. When he decided it was not the right fit, he pulled out the coil system and the coil prematurely detached from pusher wire. He safely retrieved the coil with the comaneci stent system. There were no complications due to this premature detachment. The coil was removed safely. No other anomalies were observed. He continued to coil the aneurysm and successfully deployed 6 optima coils in the aneurysm. Patient suffered no consequences. Microcatheter was sl-10. No device to return. " the results of our investigation following return of the affected device, are summarized as follows: an evaluation of the actual complaint sample could not be performed, device was reported unavailable. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history records for the reported lots did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number 092819b has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend.

Event description:
It was reported that: "the physician deployed a 6x20 complex soft coil in an aneurysm and repositioned numerous times. When he decided it was not the right fit, he pulled out the coil system and the coil prematurely detached from pusher wire. He safely retrieved the coil with the comaneci stent system. There were no complications due to this premature detachment. The coil was removed safely. No other anomalies were observed. He continued to coil the aneurysm and successfully deployed 6 optima coils in the aneurysm. Patient suffered no consequences. Microcatheter was sl-10. No device to return. "